Event description:
During periodic programming history review, the generator had high impedance that had resolved. The patient¿s settings were lowered. The patient did not have any interventions taken for the high impedance and it resolved without intervention. The patient's settings were increased. No additional information has been received to date.